Manufacturer narrative:
In the previous follow-up reports, section h10 was incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The manufacturer received information alleged nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and unknown white deposits in filter inlet, white debris consistent with dust on pca, on top of blower, and blower inlet residue found on the bottom of the blower and inside blower box, suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found one error (error # 4). The manufacturer concludes that they confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Additional information was received and added to the report. The device was returned to the manufacturer's service center on ((B)(6) 2023) for further evaluation. The device was evaluated on ((B)(6) 2023). The device was evaluated and the manufacturer visually inspected the external and internal showed unknown white debris consistent with dust on pca blower and blower inlet and there was mo was observed. Keratin contamination observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two errors codes(infec01,irrit02). The manufacturer applied power to the device and verified airflow but not likely not reset. The manufacturer concludes there was presence of contamination in the airpath.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.